Event description:
Healthcare professional (hcp) reported patient being injected in the jawline and chin with juvéderm® volux¿ xc. Two months later patient was also injected with sculptra® in the same areas. The following month, patient presented sore throat, which is ongoing. Three days later patient experienced "significant swelling and tenderness" in the chin. Patient was treated with 150 mg hylenex® and started on 400 mg of moxifloxacin and a medrol dosepak and injected with 150 u of hylenex in the problematic area. The next day, hcp reported that the patient still had significant firmness and so another 150 u of hylenex was injected. Patient had a non-device related rash reaction to the antibiotic so hcp switched it to another. One week later, the hcp learned the patient hasn't been taking the moxifloxacin and is now on doxycycline for a sinus infection being treated by another provider. Event has resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.